Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. There was no display ramping on its own anomaly noted. Analysis did not find traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at lcd window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. He also mentioned having a keypad anomaly. The customer stated the numbers on their keypad were scrolling. The customer's blood glucose reading was 332 mg/dl. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.